Event description:
It was reported that a user attempted to start a dexcom g6 sensor with the ilet and experienced repeated pairing and warmup cycling, resulting in no blood glucose readings on the ilet after the initial warmup and a subsequent re-initiation of the two-hour warmup. Customer support provided assistance in troubleshooting and education, and guidance to keep the pump near the sensor during warmup. Investigation of this case revealed that the ilet did not establish communication with the dexcom g6 despite correct code entry and transmitter information, consistent with a pairing failure limited to the ilet. Symptoms included unknown glucose status, as the user was unable to confirm blood glucose at the time of the call. Outcomes included expiration of the automated bg run and the user discontinuing the pump to revert to backup therapy. It was concluded that the event was related to communication failure between the ilet and the cgm system; root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.